Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the customer had not used the insulin pump for a week while on vacation in (B)(6) and now the device had the button error alarm. The customer's blood glucose was 93 mg/dl. The caller stated that the insulin pump was on the ground next to the customer's bed in the room where the customer slept. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarms noted, all button function properly. Insulin pump cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.